Event description:
The customer states that one patient sample generated an architect ca 125 assay result of >1000 u/ml. The same sample generated a ca 125 result of 4.6 u/ml (cut-off of <30.2 u/ml) on the immulite platform. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Catalog number: 2k45-25. The investigation began with testing involving the calibration of one architect instrument using abbott architect ca 125 ii reagent lot 66059m100. Then, five replicates of each level of the architect ca 125 ii controls and one replicate each of panels 1, 2, and 3 were tested for acceptance. The mean values of each control and each panel replicate was then evaluated against release specifications. All acceptance criteria were met. A review was performed on complaint and quality records to determine if other customers had experienced similar issues that might warrant further investigation. The review did not show any unusual activity related to this customer's observation. The architect operator's manual and the architect ca 125 ii assay package insert ((B)(4)) contain adequate information to address the customer's issue. The results generated during this complaint investigation were evaluated and did not identify other potentially related issues or different performance issues that indicate a deficiency. This investigation indicates that the abbott architect ca 125 ii assay is effective and is performing acceptably. The alleged deficiency does not appear to be caused by a shift in product performance. This is a final report.

Event description:
The customer states that since 2009, they have noticed an increase in initial and repeat reactive rates for patient samples processed using the prism htlv I/ii assay. The customer states that so far this year, 29 samples that were prism htlv I/ii reactive were sent for confirmatory testing, and only one sample confirmed reactive. 28 of the 29 patient samples were verified to be falsely reactive for prism htlv I/ii via confirmatory test results. Confirmatory test method not provided. No patient specific data was available. No adverse outcomes were reported due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.